Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6); implanted: (B)(6) 2023 product type catheter; ubd: 11-may-2025; UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient receiving unknown baclofen via an implantable pump. The indication for use was intractable spasticity. It was reported that after the catheter was replaced, the patient got an infection and went back a week later and had the entire system removed. The patient wanted to know if there was a manufacturer representative present at the explant surgery. The manufacturer's patient services specialist (pss) reviewed that there is not always a representative present during procedures. Patient wanted to know what happened with the pump that was removed. Pss redirected the patient to their hcp to ask if there was a mdt rep was present and what happened to the pump.